Event description:
Same case as manufacturer report #: 2184149-2012-00008, 00007. It was reported there was difficulty removing two ensite array catheters through two sjm fast cath introducers during a diagnostic electrophysiology procedure. The physician suspected there were bad electrodes on the multi-electrode array and decided to replace the catheter. The physician deflated the balloon, and lowered the array profile. After locking the positive grip mechanism, the physician attempted to withdraw the catheter through a sjm 9f fast cath introducer. The physician encountered resistance and the array profile mushroomed at the distal tip of the introducer. The physician chose to remove the ensite array catheter and introducer together. A larger 10f fast cath introducer was used to insert a new ensite array catheter to continue the procedure. When the procedure was finished the physician experienced the exact same removal difficulties with the ensite array catheter as noted earlier in the case. The ensite array catheter was again removed together with the introducer. There were no consequences to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record was not possible as the lot number was unk. The root cause classification cannot be determined as the device was not returned for investigation. Based on the reported event, the root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.